Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 293 mg/dl. Customer stated that she received the alarm yesterday. Customer primed again but received a no delivery alarm when she bolused. Customer changed her set and still received the alarm. Customer does not want to return the set or reservoir for analysis. Customer mentioned that the pump also had 3 cracks in it. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.